Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system leak. It was reported that during preparation of the mitraclip delivery system (cds) when starting to flush the device, a leak was noted coming from the gripper lever cap and from the lock lever cap. No damage was noted to the device, however it appeared the caps and o-rings were overtightened, the o-rings were coming out. There was no patient involvement. A new cds was used to continue the procedure. One clip was implanted, reducing the mitral regurgitation from 4+ to 1. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Abbott vascular (av) reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Further assessment determined that the issue is potentially related to manufacturing. The investigation determined that the root cause of the inability to loosen the lock lever and gripper lever caps is method with a contributing cause of man. Additionally, in this case, the gripper lever and lock lever o-ring protrusion was also potentially related to the mechanical jam; however, as the device was not returned, this cannot be confirmed. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the previously filed medwach report, the following information was provided: the gripper lever cap and the lock lever cap could not be loosened. Hemostats were used in an attempt to loosen the gripper lever cap and the lock lever cap, however the caps did not loosen. No additional information was provided.